Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the test strips were sticking together. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have failed testing. Due to excess glue present on sides of strips test strips are sticking together.

Manufacturer narrative:
(B)(4) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have failed testing. Due to excess glue present on sides of strips test strips are sticking together. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.